Event description:
While priming a micron filter to give an infusion, a leak was noticed at the filter. When the filter was touched to see where it was leaking from, the tubing disconnected from the plastic rectangular filter piece. This filter was never attached to a patient.